Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock and pacing impedance, which triggered a code 1005, indicating an open circuit condition. The lead was partially explanted and a portion of the lead remains implanted. A new lead was implanted as replacement. No additional adverse patient effects were reported. The explanted portion of the lead is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the lead was returned severed approximately 115 millimeters (mm) from the terminal end, only the proximal segment was returned. Resistance testing found that the returned segment of the lead was electrically continuous. The is-1 ID tag is cracked in 2 places and shows signs of movement. The cracked ID tag seen on this device did not lead to the field allegation.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock and pacing impedance, which triggered a code 1005, indicating an open circuit condition. The lead was partially explanted and a portion of the lead remains implanted. A new lead was implanted as replacement. No additional adverse patient effects were reported. The explanted portion of the lead was returned for analysis.